Manufacturer narrative:
Evaluation summary: review of the DHR as well as dimensional inspection revealed no discrepancies. The lot was documented as faultless prior to distribution. The appearance of the breakage surfaces suggest that the device broke in a forced fracture due to bending overload. The observed step in the end face (this is the surface which should have contact to the metal reduction rod) suggests that most likely the rod had not been screwed down to its intended final position on the metal rod. The circumstance that the radiolucent rod was not in its intended position during use might have contributed to the breakage as bending forces had not been transferred to the metal rod then. As the device had been in use for a longer time (manufactured november 2010) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. We exclude deviations in material and manufacturing. Evaluation revealed evidence that the event is not linked to a deficiency of the device. No new non-conformity was identified.

Event description:
It was reported that there was a femoral nail retrograded and needed the f-tool. While using the f-tool to hold reduction one of the carbon rods that thread into the handle snapped.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that there was a femoral nail retrograded and needed the f-tool. While using the f-tool to hold reduction one of the carbon rods that thread into the handle snapped.